Event description:
On 10/10/2023, it was reported by a facility representative via sems-06054260 that an ar-3352-5501 scope had no visual. This was discovered during the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.